Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 400s mg/dl, blurry vision, and headaches. Customer alleged that elevated bg was due to an issue with the pump, as customer reverted to an alternate pump and bg level lowered. Customer continued to use the pump for insulin therapy.